Event description:
It was reported during the implant attempt of the left ventricular lead, the physician felt the lead had been pushed and torqued too much and decided to use another lead. While attempting the second lead, the inner tubing bunched at the distal portion as the lead was exercised and prepped for implant. A new lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the helix/lobe was distorted/bent and the lead appeared damaged at implant.